Event description:
It was reported the patient is experiencing uncomfortable pocket heating not related to charging but while using stimulation. Follow up identified as of (B)(6) 2014, the patient had no complaints of the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.